Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit, but was unable to reproduce the reported issue. The fse turned the system on, entered into system diagnostics mode and selected the pneumatic system display, but did not activate the compressor any solenoids. The fse then opened the helium cylinder and checked the x4 ¿ external helium tank pressure which read at least 1,000 psi. The fse waited one minute for the internal helium tank to fill up, specifically to approximately 200 psi, and then closed the helium cylinder. The fse waited another minute and the recorded the x4 ¿ external helium tank prs. Psig reading, and the ambient temperature (c) reading. After waiting another five minutes, the fse recorded the pressure and temperature readings. The pressure value was not dropping more than 20 psi and the temperature value did not drop more than 4 degree c. The fse performed functional and safety checks to meet factory specifications. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the helium tank of the cardiosave intra-aortic balloon pump (iabp) was changed to a new tank. Later that day, the helium tank was audibly leaking helium. The unit did not alarm for the reported issue. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge field service engineer (fse) was able to fix the reported issue by replacing the high pressure helium regulator. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Additional information: event site postal code: (B)(6). The defective components were received for further investigation. Due to the damaged port the fat dept. Cannot be investigated further this part and the o-ring will not install properly into the port and this would cause a leak. Retaining helium regulator in the fat dept. As per procedure (B)(4).

Event description:
N/a.